Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Information has been requested. The suspect device has not been returned to olympus for evaluation. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "b30" occurred upon connecting the endoscope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿error b30¿ was reproduced during field service by the field service technician (fst). The connector pin of clv-190 was found corroded. The output connector was replaced, an internal cleaning in the light source together with the fan system was performed, and the system was functional. The clv-190 instruction manual has the following description, which may prevent the clv-190 connector from corroding: [4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residues, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and / or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.